Event description:
It was reported that a denali torque limiting shaft broke off during set screw removal intra-operatively. No adverse consequences or medical intervention were reported. The procedure was successfully completed with another device.

Event description:
It was reported that a denali torque limiting shaft broke off during set screw removal intra-operatively. No adverse consequences or medical intervention were reported. The procedure was successfully completed with another device.

Manufacturer narrative:
Visual inspection: tip of the device was confirmed to be fractured. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The denali surgical technique advises against exceeding the recommended torque limit, as it can cause damage to the instrument and implant. The denali torque limiting shaft is meant to be used for final tightening of set screws, not removal- which likely exceeded the sustainable torque limit. A set screw removal wrench is included in the set to aid in set screw removal. As the device was manufactured in 2017, it is possible that repeated use of the instrument during its service life weakened the material integrity at the tip as well, contributing to the observed fracture.